Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was performed when the issue happened. The procedure was completed after restarting the system. The philips field service engineer (fse) visited onsite and found shutters unavailable alert. After reviewing the log, fse found the malfunction on y shutter. To resolve the problem, fse replaced the collimator and adjust the alignment collimator and return the part for further analysis and found x shutter is defect. After the replacement of the collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete after restarting the system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.